Manufacturer narrative:
(B)(4). This is a report of air in line where the patient was connected to the patient line during priming. The patient line not being properly primed prior to patient connection is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an associated alarm. This occurred during the priming stage of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative (tsr) explained to the patient that they should not be connected during priming due to the risk of air entering the setup. The tsr assisted the patient in ending therapy and advised them to start over with new supplies. The patient would complete therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.